Event description:
Pts son reporting the pt. Blacked out twice and two saturdays ago went into afib and had three episodes. Pt was taken to the hospital by ambulance and was in septic shock. Pts son asking what we see on the device and if it would pick that up. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).